Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix; full lead returned and analyzed. (B)(4): no anomalies found, however grommet damage was noted.

Event description:
It was reported that after the implant, the device showed noise and oversensing in the atrial channel. The pocket was reopened to check the connection, but the oversensing persisted. The physician explanted and replaced the atrial lead but oversensing continued. The device was explanted and replaced. No further episodes of oversensing or noise. The patient was reopened at least four times. No patient complications have been reported as a result of this event.